Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating, beeping, and flashing a red led light after exposure to moisture. The customer reported pump physical damage. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will be returned for analysis.